Event description:
Per the patient's surgeon, the patient did not receive any auditory percepts. It was reported that the patient had meningitis 2 years prior to implantation. The device was explanted, and the patient was reimplanted with another device during the same surgery.